Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated that an independent home hemodialysis pt reported blood leaking out through at the junction of the hub and the catheter. This catheter had to be replaced immediately in radiology. The home pt uses a needle-less set up. The pt¿s current status reported as recovered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).